Event description:
During an atrial fibrillation (afib), it was reported they were not getting live impedances on carto 3 system. The I/o box connections were correct and the cables were seated well. Additional information received stated the physician noticed on xray that the patient¿s heart border was not moving and proceeded to call echo to confirm the issue. The patient¿s left atrium was perforated, causing blood inside the pericardial sack. After confirming the issue, the physician performed a pericardial centesis on the patient, resolving hemostasis. The patient was then transferred to a cardiac care unit for observation. The patient fully recovered from the event.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).

Manufacturer narrative:
(B)(4).